Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 400 mg/dl. Customer had symptoms such as nausea and vomiting and treated with injections. The customer's doctor has been contacted for further assistance. Customer indicated that the pump is cracked and the rubber ring of the reservoir compartment is missing. Customer's blood glucose fluctuated from 200 to 400mg/dl after they noticed that the reservoir ring fell off. Troubleshooting found that the top of the reservoir compartment is cracked and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with rewind test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.